Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This complaint was not confirmed for the reported issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter customer service team that he identified one unit of minicap transfer set which presented a fissure in the tubing. There was no patient involvement.there was no patient injury or medical intervention indicated at the time of the initial report. Sample not available for evaluation.